Manufacturer narrative:
(B)(4) - patient was revised to address pain. Litigation alleges that patient experienced serious physical injury, harm and damages. Update: 12/14/12 pfs was received from legal, medical records were received from legal. Records indicate that on x-ray it showed femoral stem loosening. Records are available for further review. (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address pain. Doi (B)(6) 2008 - dor (B)(6) 2012 (left hip) the devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations since their release for distribution. Per the initial reporting; patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2655496 and 2641391. A search of the complaint database search finds additional reported incidents against lot code 2654788 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis. After review of medical records, patient was revised on (B)(6) 2012 due to left hip failed total hip arthroplasty as well as right shoulder tendinitis. Operative notes stated " manual rotation of the component was noted to show bubbles and motion at the implant bone interface.". Added lawyer, law firm, revision hospital, surgeon and expiration date. Updated patient initial. Corrected dob. Doi: (B)(6) 2008; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Ppf alleges metal wear and metallosis. After review of medical records, the patient was revised to address pain and loosening of the femoral component. When the hip was dislocated and manual rotation of the component was done, there were bubbles and motion at the bone to implant interface. There was no evidence of infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.